Manufacturer narrative:
Testing of the returned device was performed. During the investigation, the app pwa and pressure detector sensor were replaced to correct a pressure issue with the device mechanism. Then the device was calibrated after the replacement of the app pwa and pressure detector sensor. Inspected the mechanism further and found that the chassis of the mechanism was broken on the bottom by the leaf springs. It was broken on both sides of the mechanism chassis. The mechanism chassis was replaced and the device was re-calibrated. The device passed the distal occlusion test for both 6 psi and 10 psi and pvt testing. The device passed the delivery accuracy test. The device passed the self-test and the rest of pvt testing. Physical damage to the mechanism chassis is the probable cause of the reportable event. During visual inspection of the device, the front enclosure, rear enclosure, cassette door, fluid shield, pole clamp assembly, pole clamp knob, and ac power cord were found to be damaged. Replaced front enclosure, rear enclosure, cassette door, fluid shield, pole clamp assembly, pole clamp knob, and ac power cord with a probable cause of physical damage.

Manufacturer narrative:
The device was received for investigation. The investigation is pending.

Event description:
It was reported that a plum 360 pump over-delivered. The device was tested at the user facility by a field service engineer (fse). The device was set to piggyback on both channels, a& b, with a rate of 200 ml/hr and volume to be infused (vtbi) of 10 ml (20 ml total). The over delivery was confirmed to be 26 ml instead of 20 ml. There was no report of patient harm or medical intervention. No additional information is available at this time.